Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma, inflammatory response, liver disease/toxicity, lung disease, and "developed lumps on thyroid" response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma, inflammatory response, liver disease/toxicity, lung disease, and developed lumps on thyroid response. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil observed evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer concludes there were secondary findings that were observed as broken ui (user interface) knob, the air outlet port had dust-like contamination in it. The air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination on the top of the blower box lid and surrounding area. Light dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had light dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. The source of contamination was most likely external to the device. Pil was unable to get care orchestrator information from device. Review of the device log showed: errors logged: 0 errors were logged, blower hours: 133.6 were logged, therapy hours: 125.4 were logged, compliance rate (percent of days with usage : 4 hours): not available, device humidification settings: not available. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.